Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "toddler patient had line inserted in the dorsalis artery. The patient was bed bound and had minimal toddler activity. Clinician noticed the distal hub cracked and removed line and replaced line." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return.the customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "toddler patient had line inserted in the dorsalis artery. The patient was bed bound and had minimal toddler activity. Clincian noticed the distal hub cracked and removed line and replaced line." No patient harm was reported. The patient's condition is reported as fine.